Event description:
A patient reported on (B)(6) 2016 that the stimulation had never covered the pain that it was implanted to cover. They noted that "they went back in and tried a different lead and that didn't help". They had gone back in two times and attempted to move the lead to get coverage on the right side, but they were only able to provide coverage to the center line and to the left of the body to the belly button. This really hurt the patient's stomach and caused nausea. The therapy was removed on (B)(6) 2015, and the issues had occurred on (B)(6) 2015. The indication for use was spinal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.